Event description:
It was reported to boston scientific corporation that a jagtome rx was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during angulation and cutting of the papilla, the cut wire of the jagtome broke inside the patient. Reportedly, no portion of the wire detached inside the patient. There were no patient complications reported as a result of this event. The procedure was completed with another jagtome rx.

Event description:
It was reported to boston scientific corporation that a jagtome rx was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during angulation and cutting of the papilla, the cut wire of the jagtome broke inside the patient. Reportedly, no portion of the wire detached inside the patient. There were no patient complications reported as a result of this event. The procedure was completed with another jagtome rx.

Manufacturer narrative:
Analysis of the returned jagtome 44 rx revealed that the working length was twisted, exposed cut wire was bent and broken. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cut wire appeared blackened, and the proximal pierce hole was melted from usage. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 18 mm from the distal pierce hole. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context a review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).